Event description:
An undetermined number of pts have experienced skin irritation, "burning" at electrode sites when undergoing long term monitoring for epilepsy at this major facility in another country. The lead technologist felt that there has been a trend upward in the experience of these electrode site irritations. Some have required medical attention. This has occurred over a long history (since the 1980's). The technologist had general questions regarding the potential for irritation of nuprep gel.

Manufacturer narrative:
User department is establishing a long term protocol in which they will apply various products to the same pt and record their data. They are doing this to determine if one product or product mix is more or less likely to cause skin irritation than another. The evaluation conducted by the end user is of their design and will be executed by their staff. We have opened a cpar (corrective and preventive action report) #184 and we will stay in communication with their lab as they develop and implement their protocol.